Manufacturer narrative:
As received, this event is regarding a research study in which the researcher found that the smart control stent does not seem to expand thermally in the test. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As received, this is regarding a (B)(4) in which the researcher found that the smart control stent does not seem to expand thermally in the test. Multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Please note that the event date is unknown and is represented by (B)(6) 2013. Additional information will be submitted within 30 days upon receipt.